Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 17693107.

Event description:
It was reported that the patient was having charging issues and high impedances on the leads. The patient underwent a revision procedure wherein leads and ipg were replaced. The patient was doing well postoperatively. The explanted devices will not be returned per facility policy.